Event description:
Pt had two devices in the room and he noticed a burning smell, he was transferred to a different room as a result of the smell. The biomedical technician recovered the devices and found the one that had the smell coming from within. No injury was caused by the incident.